Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was explanted as it was suspected to be depleting prematurely. Another device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was explanted as it was suspected to be depleting prematurely. Another device was successfully implanted. No additional adverse patient effects were reported.